Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the back part of hub from a yueh centesis disposable catheter needle "broke off" during fluid aspiration on an unknown patient. At first inspection, the fitting was found to be securely attached to the catheter. The device was then placed in the stomach via direct stick. Leakage was noted where a portion of the hub had broken off at the back distal end. A new like-device was used to complete the procedure. It was reported that a stopcock was attached to the device at the time of failure. Force was exerted on the device during the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, as well as a visual inspection and functional test of the returned product, were conducted during the investigation. One used device was received for evaluation. A visual inspection of the device found that the catheter hub was broken in half. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of the dmr, DHR, device failure analysis, and supplier investigation, cook could not confirm if the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to design or manufacturing deficiencies contributed to the reported event. The customer stated there was force exerted on the catheter. It¿s possible this resulted in the hub fracture. However, this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the back part of hub from a yueh centesis disposable catheter needle "broke off" during fluid aspiration on an unknown patient. At first inspection, the fitting was found to be securely attached to the catheter. The device was then placed in the stomach via direct stick. Leakage was noted where a portion of the hub had broken off at the back distal end. A new like-device was used to complete the procedure. It was reported that a stopcock was attached to the device at the time of failure. Force was exerted on the device during the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.